Event description:
This is a follow up to my previous report. Soon after that report, freestyle (division of abbott laboratories) contacted me, asked what happened, I told them (again), and they said they would send me another replacement freestyle libre 3 reader. I subsequently received the new reader and began using it. Same problems. When I need a blood sugar reading, I get two dashes, or I get "signal lost," or I get "put your reader closer to your sensor" when my reader is within inches of the sensor. Over and over this happens. I turn the reader off and back on; it still happens. Four out of four freestyle libre 3 readers have had the same problems. Sometimes I get a reading, and very often I get only the device's excuse for not providing a reading. If I need a blood sugar reading, I do not have time to wait, but the freestyle libre 3 reader makes me wait until it decides to actually provide the blood sugar reading it was sold to provide. I am a brittle type 1 diabetic and have many "lows"; yet, with this unreliable reader, I too often have no choice but to guess what my blood sugar is and what action to take if it feels off -- dangerous. After suffering too long with the terrible freestyle libre 3 reader and a series o just-as-unreliable replacement model 3 readers, I gave up and purchased the previous model, a freestyle libre 2 reader. (Insurance would not cover the new reader because it had recently provided the useless freestyle libre 3 reader; I also purchased the required sensors myself because I wanted sensors that work with my new freestyle libre 2 reader without waiting for my mail order pharmacy.) The freestyle libre 2 reader actually works, and has been working for a couple of weeks now (unlike the 3 reader, that was unreliable from the start)! I called freestyle again to complain about the 3 model reader. They again offered to send me another replacement freestyle libre 3 reader! I told them not to again put me through having to live with a reader that is so defective and does not give blood sugar readings when I need them. I said I would accept a couple of freestyle libre 2 sensors instead. They refused. They would only send me another garbage 3 reader. Knowing the 3 readers do not work, they essentially said "tough luck" to my suggested solution and wanted to keep providing unreliable readers so not only is abbott's product defective, their customer service is useless too. I recently called my mail order pharmacy to get a supply of freestyle libre 2 sensors to use with my new freestyle libre 2 reader (the one that works). While on the phone, the pharmacy representative told me that they have had model 3 reader complaints from other people too. Please help. Diabetics should not have to suffer and risk their health with freestyle libre 3 readers that very frequently do not give any reading at all. The 2 readers work but the 3 readers do not. (I do not know if you can also make abbott's customer support actually provide genuine support, but if you can do that too, it would be helpful to diabetics. Thank you very much. 1. Abbott tells me to use my smartphone with their app instead of a model 3 reader. Due to my lifestyle, I am not able to use a smartphone. I need a reader, but one that actually works. I also do not want risk getting stuck unable to get a blood sugar reading when my internet is down. 2. When abbott sent me each replacement reader, I sent them the most recent bad reader at their request, saying they want to "analyze" it. (I assume they do not bother, since nothing gets improved.) 3. Abbott discontinued its freestyle libre 14-day reader. That reader worked also (I used it for a few years and wish they would still make it). So they discontinued the 14-day reader that works, and are keep selling the model 3 reader that is unacceptable reliable. Reference reports: mw5153833, mw5153834.